Event description:
It was reported that during a customer demonstration on a non-clinical system, after starting up the tower the operating room team interface (orti) played an audible alarm and showed a non-recoverable error at the 6-minute mark of the countdown clock. The system was shut down using the button on the orti and a normal shutdown process followed. The system was turned on again, and the same error recurred. There was also a backup battery low notification, despite both uninterrupted power supplies being at 100%. The system was shut down a second time, the power cables were removed and then reattached, and a normal startup occurred. The same non-recoverable error occurred a third time. All arms and the surgeon console were then disconnected and the tower was started alone. The same non-recoverable error happened a fourth time. Finally, the task simulator and console were started separately, which functioned properly. The tower timed out on the orti before logs could be retrieved. There was no patient involvement.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported tower 240v. Review of the field service notes indicates that the issue was traced to an outdated uninterruptible power supply (ups) battery installation date. The field service engineer ran the peripheral checks along with ups battery diagnostics and reset/reprogrammed the installation date on the ups battery of the tower to the current date, which resolved the issue and allowed normal booting up of the system. Review of the provided images notes that the first image shows two error messages on the operating room team interface (orti) screen of the tower which read as: "warning: system non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use" and "backup battery low: procedure cannot be initiated until sufficiently charged. Touch dismiss to acknowledge". The second image shows the upper and lower ups of the tower in which the charge percentage of both of the ups is at 100%. Further evaluation of the reported tower 240v is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.